Event description:
A us distributor reported that a patient was experiencing cannot run detect and treat messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the cable connecting ECG "c" and ECG "d" was pulled from the strain relief at the distribution node (dn) damaging wires in the cable. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged electrode belt.